Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular tachycardia could not be conclusively established through this evaluation. The submitted log files captured no notable events or alarms. The system appeared to operate as intended at the set speed for the duration of the files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product available for investigation. During the investigation there was an incidental finding of a software reset on (B)(6) 2023. The lvad event log files captured a software reset on (B)(6) 2023. A specific cause for this reset could not be determined as this date was not captured in the controller log file. Prior to and after the stop, the pump appeared to operate as intended. No other unusual events were captured. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 2 of the IFU, "system operations", states "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Additionally, section 2 states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 3, ¿powering the system¿, warns that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. This section states "do not rely on the system controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop". Section 7 of the IFU, "alarms and troubleshooting", addresses all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 of the handbook, ¿alarms and troubleshooting¿, contains information regarding all system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient underwent a heart transplant on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for sustained ventricular tachycardia on (B)(6) 2023. The patient was shocked 3 times in bed on (B)(6) 2023, 9 more times in the car, and 3 times in the emergency department. The patient underwent external defibrillation during their admission. The patient was intubated and sedated after the external defibrillation. There was a plan for right heart catheterization (rhc). The patient was listed for heart transplant once the rhc and insurance authorization were completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: an incidental finding of a software reset on (B)(6) 2023 was found in the lvad event log file. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular tachycardia could not be conclusively established through this evaluation. The submitted log files captured the pump functioning as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, section 6, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.